Event description:
It was reported by the customer that a bd pyxis medstation es system was not be able to remove paracetamol 1000 mg tablets. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating february 2022 through june 15, 2024, under CAPA 12460641. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then complaint history review (chr) is not required. No valid serial number attached to complaint record. Per swi (B)(4) complaint investigation, if no serial number is provided, a device history review is not required. Upon investigation of the actual device used in this incident, it was determined that the system cannot be able to remove paracetamol 1000mg tablets. A technical support specialist mentioned that they checked with the end user, and they were able to recover the failed cubie by phone. The system functioned as intended after the technical support specialist assessed the device.